Event description:
During routine evaluation, a syncardia technician reported that the freedom home ac power supply had a broken spring leg.

Manufacturer narrative:
The freedom home ac power supply will be evaluated. The results will be provided in a follow-up MDR.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom home ac power supply s/n (B)(6)was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of external components found the power supply housing was missing four rubber feet and the green power supply connector had a broken spring leg. Device failed functional testing due to the visible damage to multiple areas of the component but was otherwise fully functional. Failure investigation confirmed the reported issue. The customer complaint could not be replicated as the root cause of the broken spring leg connector was unable to be determined. This damage was proven to be cosmetic only. No evidence of a device malfunction was found. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
During routine evaluation, a syncardia technician reported that the freedom home ac power supply had a broken spring leg.